Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was well post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed during the analysis via review of device image and was due to high current drain. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.